Event description:
It was reported that the ilet pump was dropped during a supply change, after which the touchscreen delaminated and the pump powered on and off intermittently; the screen remained usable, blood glucose was affected, and the device was not synced prior to shutdown. Symptoms included headache associated with hyperglycemia, with a reported glucose level of 350 mg/dl and high alerts from the device. Outcomes included reverting to backup therapy and instruction to contact a healthcare professional if needed. Investigation included arranging return of the device for evaluation and shipping a replacement unit. Investigation of this case revealed a hardware screen bezel separation with intermittent power behavior consistent with impact damage to the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from accidental drop.